Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) has investigated, but the repair is pending. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that during a pre-delivery inspection it was observed that the cardiosave intra-aortic balloon pump (iabp) had rivets in the cart that were falling off. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields - b4, e1(site country, event site postal code - 196-0003, event site state - tokyo), g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.